Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "failed upstream occlusion," which was not reproduced. The reported symptom was confirmed through a review of the event history log by the presence of upstream occlusion in the log. It was also observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a "failed upstream occlusion." It was also reported there was no patient injury.